Event description:
It was reported that during a shoulder arthroscopy the healicoil insert part broke apart. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported all available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: d4, h2, h3, h6: two 72203378 healicoil sa pk 4.5mm w/2 ub-bl cbrd bl used in treatment, was returned for evaluation. The complaint states: ¿during a shoulder arthroscopy the healicoil insert part broke apart¿. Visual assessment confirms complaint. Broken insert was returned along with two anchors and suture. An exact root cause cannot be determined with confidence. The instruction for use states: ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found.